Event description:
It was reported that two pdl instruments were broken. These items are not repairable. No further information was provided. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #40343 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 47,0 hrc and was found to be good. No nonconformance reports were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two pdl instruments were broken. Scrub technician attempted to advance the screw for the trial stop while setting up for the case. The screw broke off at the back table and was thrown away, however the trial can no longer be used properly. There was no patient in the room and no delay in case. These items are not repairable. No further information was provided. This is report number 1 of 2 for (B)(4).